Event description:
Customer reported receiving a motor error alarm on her insulin pump. Customer stated that the pump had been exposed to a high magnetic field. Blood glucose level was 205 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unable to confirm error alarm in alarm history due to history file was overwritten. Insulin pump had a broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner and missing end cap sticker.